Event description:
It was reported to boston scientific corporation on (B)(6) 2008, that an injection gold probe hemostasis catheter was involved (pt age, gender and weight unk). According to the complainant, "the bicap would not heat up to cauterize." The physician completed the procedure with another injection gold probe catheter. No pt complications were reported as a result of this event.

Manufacturer narrative:
These codes were selected by the manufacturer based on info obtained from the user facility. The suspect device has been received for eval; however, the analysis has not been completed, therefore, the cause of the reported malfunction is currently undetermined. The (B)(6) 2008, 15-month injection gold probe hemostasis catheter product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. (B)(4).